Manufacturer narrative:
Product was not explanted. Evaluation is pending.

Event description:
During surgery in 2008, the sales representative reported that the surgeon malleted the speedlink in place with the diamond driver. The left cam would not turn completely, but the surgeon felt the device would hold so it was left as it was. There was no surgical delay. The malfunction has resulted in intervention in the past.